Event description:
Event reported by attorney. The legal complaint states; plaintiff to have suffered excruciating pain, laceration of and damage to internal bodily tissue and organs, erosion, abrasion and grafting of internal bodily tissue and organs, erosion, abrasion and grafting of internal bodily tissue and organs, dyspareunia, dysuria, severe edema, and extrusion. A caldera medical product was not specifically noted (i.e. No product name, part, or lot number). As a precautionary measure caldera medical is filing this report.